Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 1/15/16 medical records received. After review of the medical records for MDR reportability, the revision operative note indicated increased metal ions (no labs) and metallosis. There was no mention of loosening. There is no new additional information that would affect the existing investigation. The complaint was updated on:1/27/2016 update 1/25/2016: litigation papers received. There is no new information that would change the existing investigation. This complaint was updated on: 1/27/2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Depuy has received decontamination and medical device declaration for shipping forms. Update 12/22/2015: litigation papers received. Litigation alleges wear synovitis, mechanical complications of the right hip replacement, vasculitic changes, inflammatory tissue changes, nerve entrapment, loosening of the prosthesis, metallosis, chromium and cobalt toxicity and complications therefrom, gait, instability, limping, leg length discrepancy, and knee and back injury. The stem and taper are sleeve are being added for the alleged high metal ions. The cup and femoral implant are also being reported. No labs provided. The complaint was updated on:1/8/2016.

Manufacturer narrative:
UDI: (B)(4). Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.